Event description:
Siemens was notified on (B)(6) 2012, for the customer request of separating one (1) out of four (4) treatment beams, such as 3 beams with 0 couch angle (in an auto sequence group) and one beam with a couch rotation in a different group. There has been no mistreatment. Currently their only options are; to create a user defined manual pause which gets deleted if a new uid (new dicom identifier) is generated from mosaiq or; add new sessions into the treatment calendar where the 4th beam is scheduled on its own. In case the user tries to apply the 1st workaround using a pause to manually rotate the table and the pause may fail because of a new plan version is rec'd from mosaiq ois that may result in that the table rotates with the gantry in a position that may cause a collision or if the user tries to apply the second workaround, the last treatment fraction is scheduled on its own. This is cumbersome workflow, as each session requires the user to close from rtt workspace and download (the treatment record) again. Should the user fail to read the warning after the first session that not all beams are delivered, then the item stays green on the calendar (indicating still available to treat) if the user is not observant they can exit out and not realize until tomorrow that they failed to deliver the 4th beam in the add'l session.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and mailing this MDR on (B)(4) 2012. Investigation of the reported issue is on-going. F/u to the FDA will be submitted upon completion of the investigation. (B)(6).